Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
It was reported to philips by a customer that the unit display is dim. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme reported the unit screen is dim. The rse stated to the bme that the unit appears to have the original hydis display installed. The rse emailed the service manual version l and referenced page 208 for the identifying the different types of displays to the bme. Rse recommended ordering and replacing the v60 user interface assembly. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The international service engineer replaced the user interface assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.